Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2011; d224trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular lead had high impedance and no capture at maximum output. The lead was reprogrammed to a different vector with normal impedance and elevated but stable threshold. The lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
The left ventricular lead threshold was noted to be high. The lead was programmed off and the patient was noted to have been monitored for a month to watch for symptoms. The lead remains implanted. The patient is a participant in the product surveillance registry study.